Event description:
Reporter indicated a vns patient presented with an intermittent shocking sensation on the left chest and his left leg, in addition to muscle spasms in the left side of the body. Diagnostic testing yielded high impedance and the device was disabled. The patient's pain continued after the device was disabled. Good faith attempts to obtain additional info have been unsuccessful to date.